Event description:
A patient reported that they experienced ¿tenderness/pain¿, ¿a capsule that was rock hard¿ and ¿had to have a mass removed¿. Patients husband later reported ¿pain, discomfort¿ ¿split in half¿. The device remains implanted at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.